Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate shocks for what appeared to be atrial fibrillation with rapid ventricular response. The patient remained under continued monitoring. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.